Event description:
It was reported that low pacing lead impedance was observed. After several tests, an increase was noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.